Event description:
It was reported that during a wisdom tooth removal the bur guard melted onto the hand piece. There was no patient or user injury reported. The procedure was completed using another hand piece and bur guard.

Manufacturer narrative:
The hand piece was received at the manufacturer for investigation but the bur guard was not included. The hand piece passed the quality inspection procedure according to specification. It was noted that there was melted plastic on the nose cone of the hand piece. The bur guard can melt if it is pushed up onto the hand piece. When this happens the nose cone comes into contact with the burn guard and the friction can melt the bur guard. A warning is sent with every bur guard which states the following information: install bur guard or shield onto handpiece properly. Read and understand instructions supplied with handpiece.